Event description:
It was reported that the patient¿s head moved while in the mayfield frame for surgery. It was noted that a physician resident had set up the patient on the mayfield. The patient incurred a 2 cm laceration on left scalp; the laceration sutured. The mayfield devices were removed from the operating room. Additional information has been requested. Linked to mfg. Report numbers: 3004608878-2017-00109, 3004608878-2017-00111.

Manufacturer narrative:
Integra has completed their internal investigation on may 11, 2017. Results: evaluation of returned device; this complaint not confirmed - unit cleaned per protocol 1907. When setup per the IFU and tested per the 1101, the unit passed all testing and the failure could not be duplicated. With respect to the returned unit the shock cushion is worn; this would not have caused slippage; unit will require pm maintenance preformed at this time. DHR review; no abnormalities related to the reported failure. Complaints history; no manufacturing or design related trend has been identified. Post market information will continue to be monitored. Conclusion: root cause for this failure is undetermined at this time.